Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found. Nevro attempted to obtain information regarding the infection; however, no additional information was provided.

Event description:
It was reported to nevro that a patient had acquired an infection following the trial procedure. The patient was admitted to the hospital and was treated for the infection. The patient was discharged and there were no reports of further complications.